Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was just transferred for "behavior disorders control". Caller is not familiar with the device and doesn't know the patient's history with the device. Caller said "one side is not charging as well" and "doesn't look like it wants to charge". Caller wants device checked out. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the recharging issue was first noticed in (B)(6) 2019. The cause of the issue was patient compliance, so the patient was reeducation of support staff was provided which resolved the issue. No patient symptoms or further complications were anticipated. See general text for omitted non-complaint information.